Event description:
It was reported that patient received multiple inappropriate shocks. The right ventricular lead was noted to have low sensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was destructively analyzed. No anomalies could be attributed to the com plaint at this time. Performance data collected from the device was received and analyzed. The r-wave amplitude changed. The r-wave amplitude decreases from an approximate baseline of 4 mv to approximately 2 mv beginning early (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: d144vrc implantable cardioverter defibrillator. (B)(4).